Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had cut on cable. The issue was identified during the therapeutic procedure. The procedure was completed using the same set of equipment there were no reports of patient harm.

Event description:
It was reported that the subject device had cut on cable. The issue was identified during the therapeutic procedure. The procedure was completed using the same set of equipment there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: video cable section had corrosion and outer tube area (distal end) was damaged. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.